Event description:
The reporter stated that the patient was hospitalized with diabetic ketoacidosis (dka) and was treated with intravenous insulin. The patient was no with the reporter at the time of the call to review the pump or the site. The reporter indicated that the pump had a scratched display lens which the reporter alleged could have been a contributing factor to the patient's dka. The reporter stated would call animas with the patient at a later point. Customer support attempted multiple times to contact the reporter and patient without success. This report is made based on the allegation that the patient experienced dka while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter stated that the display lens was scratch and may have contributed to the patient's dka. The display lens has no effect on the pump's insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.